Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing was detached from the connector on (B)(6) 2023. The issue occurred with three similar type of infusion sets used for 24 hours. The patient experienced high blood glucose level which she tried to treat with correction bolus via pump. Further, the patient replaced the infusion set and insulin was resumed successfully. No further information was available.